Event description:
A falsely depressed troponin I result was obtained on a patient sample. Previous samples had been reported as positive. It is unknown if the result was reported to the physician. The sample was repeated and a positive result was obtained. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was issues with the r2 probe and sample tubing. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.